Event description:
On (B)(6) 2012, it was reported that the pt's blood glucose level had been elevated for two days and as high as 410 mg/dl. The pt's mother attempted to correct the elevated blood glucose levels with the infusion device, but was not successful. The pt's mother switched her daughter to her backup infusion device and by (B)(6) 2012, the pt's blood glucose levels had returned to normal. The mother stated that the primary device had been displaying e8 (power interrupt) frequently for 2.5 weeks. She no longer has confidence in the primary infusion device and thinks it delivers too loo an amount of insulin. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
Product returned on (B)(4) 2012. The infusion device was thoroughly evaluated and meets specifications. The device delivers the programmed amount of insulin correctly and functions as intended. The issue reported by the patient could not be duplicated.